Event description:
The account alleged that the bed exit was not functioning. No patient impact.

Manufacturer narrative:
The technician inspected the bed and could not replicate the issue, no repair needed.